Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2009, the patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2016, imaging identified a type ii endoleak from unknown origins. Aneurysm enlargement was not reported. The same day, the physician elected to perform a coil embolization procedure for treatment of the type ii endoleak. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.